Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Customer stated blood glucose was 37 mg/dl. Customer stated was rushed by ambulance to emergency room. Troubleshoot was done. Customer's blood glucose was 36 mg/dl. Customer took glucagon shot to treat low blood glucose. Troubleshoot was done. It was found that there was incorrect programming. Assisted the customer and advised to call back for any issues. No further information provided.